Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer reported blood glucose level of 566 mg/dl and 600 mg/dl and did bolus. Customer reported that the reservoir icon showed red but they changed new set and reservoir. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.